Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will not be explanted at this time. No further details will be provided. This is the final report.

Event description:
A review of the recipient¿s test data indicated impedance issues. The recipient has no performance issues.